Manufacturer narrative:
When the removal procedure has been performed or should additional information become available, this event will be updated.

Manufacturer narrative:
- -

Event description:
Boston scientific received information the patient with this pacemaker and leads has been receiving treatment for septicemia and endocarditis suspected from a lower leg cut infection. An echocardiogram revealed vegetative growth on the heart valves and leads. Removal of this pacing system was recommended and will be performed in the near future. Device function was normal.

Event description:
Additional information was received: the patient with this device was transferred to another hospital. A replacement procedure was performed; this device was removed. No further adverse symptoms were reported. According to available information, there was no replacement device implanted.